Manufacturer narrative:
Complaint history review could not be performed as the lot/batch number information is not available. DHR/bhr review could not be performed as the lot/batch number information is not available. Retain sample analysis could not be performed as the lot/batch number information is not available. The customer returned 2 video clips but did not return the defective units. The videos show that the septum of the unit in the videos has been dislocated and the adhesive injection hole in catheter hub has been exposed, causing the unit to leak. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products. The visual detection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the detection. Conclusion(s): from the videos, it is identified that the unit is leaking due to dislodgement of the septum. Because no defective samples have been received for further testing, it cannot be confirmed that the root cause of the defect is related to product quality.

Event description:
No additional information is available.

Event description:
During enhanced pet CT scans for cancer patients in the nuclear medicine department, using the xiangma (22g straight) catheter with iopromide as the injected agent, drug leakage occurred at 1/3 of the injection volume at a flow rate of 1.8 ml/s. After removing the catheter, fluid leakage was observed at the isolation stopper. Three such incidents have occurred, requiring secondary punctures for patients. Clinical nursing complaints have been received, and the department has now switched to a new batch of catheters.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.